Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date in (B)(6) 2019 with blood glucose of 28 mmol/l. Customer also reported that they alleging possible insulin pump under delivery. The customer stated that the blood glucose then went up to 30 mmol/l. The customer experienced symptoms such as vomiting, stomach, confusion, eyes hurting. The customer was treated with intravenous fluid and manual dose injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. No under delivery anomaly noted during testing. (B)(4).